Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had the rechargeable ins implanted yesterday. Caller stated she charged the ins and it is at 100 percent. Caller states she is worried it is a single lead when she should have a double lead. Caller states she thinks only one of the leads were hooked up because she has been crying since implant. The rep further reported that they spoke with the husband and there was no change since battery replacement. Her tremor had been getting worse since some previous programming changes. She will schedule an appointment for re-programming with their healthcare provider. No further complications were reported or anticipated with this event.